Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead post-operatively dislodged and was exhibiting high impedance. The patient was experiencing chest pain due to a possible perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.